Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e23 - motorpack error" messages were generated by the aquabeam robotic system despite multiple troubleshooting steps taken in attempts to address the issue. As a result, the aquabeam handpiece was replaced with a new handpiece unit and the procedure was continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing and additional analysis could not confirm the reported event. The handpiece was tested on the e0053-05 qa test system. Three docking cycles and an aquablation session were performed successfully without triggering any errors. The handpiece was then tested on the micrsostepper fixture and abnormal signals were observed which is indicative of fluid ingress on the encoder wheel or sensor board. The handpiece was deconstructed and viewed under magnification. Signs of fluid ingress was observed as salt deposits were seen around the sensor board. Source of the leaking could not be seen. The log file review was able to confirm the reported event. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 22c00156 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review identified no other similar events have been reported to procept. Aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: table 5: system detected errors and faults e23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause is undeterminable as the source of the leaking could not be established. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.